Manufacturer narrative:
Additional information received: it was confirmed that a type ia and a type ib endoleak were seen on CT taken approximately 4 months post-index procedure. It was clarified that the additional limb was implanted due to existing limb landing short of internal iliac and type ib endoleak. It is unknown which of the limbs landed short and was involved in the type ib endoleak (etlw1616c93e, sn (B)(6) or etlw1616c93e sn (B)(6)). To treat the type 1a endoleak, endoanchors were placed in a separate procedure. It was stated that there is still a small leak seen after treatment with the endoanchors. Film evaluation summary: the reported type ia and type ib endoleaks were confirmed on the films provided; however, the exact cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak cause. It is possible that patient anatomy factors such as the level of vessel calcification present in the aortic neck could have been a factor in the type ia endoleak but this could not be confirmed. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. The patient contacted technical services seven months later and stated that there was a small leak in one of the stent grafts and a secondary procedure was needed to repair the leak. The endoleak was found during routine follow-up and the patient had no signs or symptoms. The secondary procedure was performed and an endurant ii stent graft was implanted. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c93e, serial/lot #: (B)(6), ubd: 25-sep-2024, UDI #: (B)(4); product ID: etlw1616c93e, serial/lot #: (B)(6), ubd: 19-jun-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.